Event description:
It was reported that a patient experienced stimulation in the wrong location. It was stated that the stimulation "worked itself up" from the lower part of her back. It was not clear what that meant. It was stated that it had been that way for "a couple of years". It was noted that the patient had told her doctor about the issue. It was noted that the patient had a "few" falls. It was noted that an over discharge of the implantable neurostimulator (ins) was suspected. It was stated that the last successful recharge was "over 12 months ago". It was also stated that the patient had not charged her device for "a couple of years". Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient p roduct ID 3998, lot# j0455506v, implanted: 2006-(B)(6), product type lead, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated that there were no concerns, quality or product issues, or patient symptoms reported with this event. It was stated that the stimulation had not been used for three years. It was reported that the patient had stopped using the device for about three years due to a decrease in coverage after several falls. It was reported that the patient could not find her recharger. The patient wanted the implantable neurostimulator (ins) moved to another location because she felt that it was "sticking out too much". It was reported that a company representative was going to meet with the patient "at a later date" to try to recharge the battery. If that did not work the doctor wanted to consider revising the system. Additional information received reported that the patient had not charged her device for "approximately three years". It was stated that one "60 minute countdown" was performed the previous day. The ins was not able to communicate. The patient went home and a did another "60 minute countdown". There was still no communication. It was stated that the patient had experienced a loss of therapeutic effect. The reason why the patient had not charged was because she had "multiple falls" which changed her therapy. It was stated that the patient was not feeling "the tingling" in the correct location.